Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24108. The pt has three scs leads from the same lot number. It was reported the pt does not have effective stimulation therapy. Multiple reprogramming has not resolve the issue. The pt believes his scs leads have moved. The pt has appointment with his pain mgmt physician, and an sjm rep will f/u for additional reprogramming during this appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.